Event description:
It was reported that an 840 ventilator had a screen blocked error. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Information received from service engineers indicates that he was unable to duplicate the event reported. The screen block corrected its self and no action was required. The unit passed all testing and operated within the manufacturing specifications.

Event description:
The service engineer (se) inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.